Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the insulin pump had experienced high blood glucose and also had blank display. The customer¿s blood glucose level was 440 mg/dl at the time of the incident. The customer stated that the pump had blank display when woke up. Customer stated that the display was not blank less than 30 seconds. Customer stated display was blank currently. It was reported that the display did not return after pump restart. The customer was advised to discontinue the use of the pump and revert to backup plan per health care professional as needed. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not in manufacture mode. Insulin pump was powered up properly after battery installation. No blank display noted. Insulin pump passed the self-test, sleep current measurement, active current measurement, and displacement test. The insulin pump was monitored for a day and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to printed circuit board during visual inspection. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.